Event description:
It was reported that during a davinci s surgical procedure, the customer reported that while using the prograsp forceps instrument the tip broke nothing fell into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable was found to be broken at the distal clevis hub. Clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.